Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-aug-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24038.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 11-jul-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive result on a patient based on the facility established cut-off value for I-stat troponin test: 0.04 ng/ml. There was no patient information provided. Method: date: ctni: sample: I-stat (B)(6) 2024 0.05 ng/ml a lab ni ni ni positive cut-off value for I-stat troponin test: 0.04 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v: intended use: the I-stat® cardiac troponin I (ctni) test is an in vitro diagnostic test for the quantitative measurement of cardiac troponin I (ctni) in whole blood or plasma. Measurements of cardiac troponin I are used in the diagnosis and treatment of myocardial infarction and as an aid in the risk stratification of patients with acute coronary syndromes with respect to their relative risk of mortality. Reference range: the 0 to 97.5% range of results spanned 0.00 ng/ml (ug/l) to 0.03 ng/ml (ug/l). The 0 to 99% range of results spanned 0.00 ng/ml (ug/l) to 0.08 ng/ml (ug/l).